Manufacturer narrative:
Concomitant medical product(s): 00771300900 modular femoral stem press-fit plasma sprayed cementless size 9 61121834; 00784801200 modular neck e 12/14 neck taper use with +0 heads only 61086248; unknown-liner; unknown-cup. Reported event was confirmed by review of the provided op notes which state the patient had failed right total hip arthroplasty with trunnionosis and pseudotumor. There was a large amount of trunnionosis and metallosis with galvanic corrosion on the trunnion within the head. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that a patient's hip arthroplasty was revised due to a pseudo tumor. It was noted that the stem was blackish in color at the trunnion.